Event description:
It was reported that during an arterial operation in the lower extremity right iliac and common femoral arteries to treat thrombi, the catheter was advanced until the tip of the catheter reached to the lesion site which then able to begin aspiration and lasted for around 1-2 minutes, when there were no abnormal sounds. It was further reported that, catheter allegedly met abnormal resistance while removal from sheath. The special guide wire was withdrawn. However, the catheter tip and connected spring core attached to special guide wire were allegedly totally separated from the catheter. Reportedly, the device was removed successfully and prepared to suck saline again. The catheter was replaced and after successful aspiration, common balloon conformance was conducted and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in common device name and PMA/510k. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 08/2024. Device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not received for evaluation. A physical investigation was not possible. However, a photo was provided for evaluation. The user report and provided image contains information regarding break of the catheter helix. Therefore the investigation is confirmed for break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an arterial operation in the lower extremity right iliac and common femoral arteries to treat thrombi, the catheter was advanced until the tip of the catheter reached to the lesion site which then able to begin aspiration and lasted for around one to two minutes, when there were no abnormal sounds. It was further reported that, catheter allegedly met abnormal resistance while removal from sheath. The special guide wire was withdrawn. However, the catheter tip and connected spring core attached to special guide wire were allegedly totally separated from the catheter. Reportedly, the device was removed successfully and prepared to suck saline again. The catheter was replaced and after successful aspiration, common balloon conformance was conducted and the procedure was completed. There was no reported patient injury.